Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of set screw unable to be tightened was confirmed. Excessive medical adhesives added during mfg were found inside both hex insets. The set screws could as a result of the medical adhesive not be tightened. The medical adhesives were manually removed and the set screws could then be tightened.

Event description:
It was reported that during implant the set screw broke inside the header of the pulse generator. The device was removed and replaced.